Event description:
Patient said she is in hospital for mitral valve repair and collapsed lung. She said her pulmonologist is aware and wants her to continue the pirfenidone. Permission to contact reporter: no.